Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed that the cannula accessory has a subtle flat spot at the distal tip, causing out of roundness and it appears that the damage was most likely caused by user mishandling. It was determined that the tip deformation has the potential to cause instrument scraping in certain loading conditions. The site also returned another damaged cannula accessory and MFR. Report# 2955842-2007-389 was submitted for this accessory.

Event description:
The cannula accessory was returned per the request of isi as the site had previously returned instruments with damaged main tubes which may have been caused by a potentially defective cannula accessory. The following medwatch reports were sent to the FDA. Regarding these instruments: MFR. Report#: 2955842-2007-00272, 2955842-2007-00194, 2955842-2007-00195, 2955842-2007-00131.